Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid in the lens case/vial. Visual inspection found a piece of the haptic missing and the optic torn. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, after the surgeon implanted a cc4204a intraocular lens, diopter +23.5 into the patient's left eye (os), he noticed a "nick" on the lens. The lens was exchanged another lens, with no patient injury reported. This occurred on (B)(6) 2017. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information: nothing unusual before or after surgery was noted as contributing this occurrence. The lens was exchanged immediately with another lens. Claim# (B)(4).